Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, atrial sensing values were 0.1 mv to 0.2 mv. A second measurement revealed the same numbers. Therefore, a new device was placed. Subsequent testing in the field showed no anomaly with the atrial sensing.